Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the loss of therapy after knee surgery had not yet been resolved. When the patient reported their current weight, they noted that they¿ve lost weight from 260 pounds to where they were now and noted that they had planned to lose more. The patient reported in a letter that their previously mentioned knee surgery had been 2020-(B)(6) and that they had called their manufacturer representative (rep) on 2020-(B)(6). The patient stated that they had to wear a diaper when they were in the hospital, noting that it was ¿degrading,¿ but they had to. The patient stated that their device was already not working as good as it had previously but they noted that they could ¿get by with it.¿ the patient stated that about 8 months ago, their rep had changed (by phone) the program to 7. The patient stated that it worked perfectly for about 7months, it took several visits and adjustments to get the best adjustment. The patient reported that they had a few minor back surgeries (nerve ablations in their back and knee, which they did not allege that these surgeries were related to the device/therapy,) and that may have had something to do with it. The patient stated that then, their hcp had implanted a ¿stem well¿ on their lower spine for the back pain (not alleged to be related to the device/therapy,) that was controlled with an external battery. The patient asked ¿could it be interfering with my medtronic implant?¿ the patient noted that they were home and recovering from their knee surgery very well and that when they felt the urge to pee, they would have to get there in seconds so they didn¿t think it¿s working ¿good.¿ the patient stated that even at night, they had to get up every hour or two and pee. The patient stated that they hadn¿t worn the diapers now for a month and they could get to the bathroom before they had to pee their pants, unless they ignored the urge for toolong. The patient stated that ¿actually, its sort of just like I was before implant.¿ the patient stated that on 2020-(B)(6), they took it upon themselves to turn the voltage up on their device to where they could feel it and noted that that was a ¿big mistake,¿ as their vulva got ¿very sore.¿ the patient stated they called their rep on 2020-(B)(6) and they had them go back to program one, adjust until they could feel it and then adjust back to where they couldn¿t feel it. The patient stated that the rep had told them to leave it alone for 2 weeks. The patient stated that they thought they needed it to be adjusted to a better setting. The patient stated that they quit wearing the external battery for the stemwell on 2020-(B)(6), noting that they never wore it at night. The patient said that they¿ve experimented for the last week wearing it in the day time and they couldn¿t tell if it mattered at all on how well the medtronic implant worked. The patient stated that they thought their rep knew more than anyone else and they preferred to talk to the rep. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). The rep reported that the patient's weight loss did not have an impact on the device/therapy. The implanting physician stated the device looked satisfactory and no impedance was found. It was unknown when the issue occurred, which the patient had previously reported as their device already not "working as good as it had previously" prior to their knee surgery, as the physician had no record of that encounter. When asked what steps were or would be taken to resolve the issue, they responded that the patient was subsequently seen by the physician and nurse practitioner on (B)(6) 2021 and the device appeared to be in satisfactory position/placement, as well as no impedance was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reports they think therapy got turned off during knee surgery because they started to experience loss of therapeutic effect are having to wear diapers, can't get to the bathroom and wetting their pants. Patient asked for assistance checking therapy status using the handset. The patient was able to increase amplitude to see if that will improve therapeutic effect. The patient will monitor symptoms and if not resolved will follow up with managing physician. Patient also indicated they may change programs if not resolved.